Manufacturer narrative:
The information provided in with the initial report was incorrect. The correct information has been included with this report. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and went in to diabetic ketoacidosis while in the hospital on (B)(6) 2018 at 9:30 am with blood glucose was 480 mg/dl. The customer treated their high blood glucose with intravenous fluids. Auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Incident date has been changed to (B)(6) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of 480 mg/dl. The insulin pump will not be returned for analysis.